Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of peritonitis, characterized by fluid retention and bloating, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the fluid retention, bloating and peritonitis was a probable breach in aseptic technique, however no specifics were provided. Per the pdrn, the events are unrelated to the utilization of any fresenius product(s) or device(s). Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse event experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During the call, the patient contact stated that the patient was going to the hospital because they were retaining fluid. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized on (B)(6) 2019 (initially reported as (B)(6) 2019) through (B)(6) 2019 for peritonitis. The patient was treated with intraperitoneal (ip) fortaz (initially listed as oral) and vancomycin, however the dosages, frequency and durations were not provided. The pdrn stated the patient¿s fluid retention and bloated feeling were likely due to the peritonitis. Causality was attributed to a probable breach of aseptic technique; however, no additional information is available. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s). The patient is reportedly recovering from the events. Subsequent attempts to obtain additional information, have thus far proven unsuccessful.